Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the reported constant air in line alarm which was not reproduced. The reported symptom was found through a review of the event history log through occurrences of air-in-line alarms however it is unable to be determined from the log alone if the alarms are a result of a malfunction, or normal pump operation. Evaluation did not reveal a failing component and no discrepancy related to air-in-line alarms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air in line alarm. There was no patient involvement. No additional information is available.